Manufacturer narrative:
Citation: aditya muralidharan article title: the american journal of cardiology 2016; 118(7):1031-45 10.1016/j.amjcard.2016.07.011 earliest date of publish used for event date. No unique device identifier (serial numbers) were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the impact of stroke after transcatheter aortic valve implantation (tavi) in predicting 30-day stroke-related mortality. The primary aim of this analysis was to determine whether perioperative stroke increases risk of stroke related mortality after tavi. All data were collected from multiple centers between 2009 and 2015. The study population included 29,043 patients, predominantly male; mean age 82 years, a minimum of 4126 (some studies did not indicate numbers of implant) were implanted with medtronic corevalve (serial numbers not provided). Among all patients deaths were reported due to stroke, however based on the available information, a direct correlation could not be made between a medtronic product and the deaths. Among all patients adverse events included: stroke and myocardial infarction. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and a medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.